Event description:
Infection at the surgical site.

Manufacturer narrative:
The pt had a complicated medical history, with possible abscess development prior to repairing the umbilical hernia with a large v-patch. In his pt records, the surgeon noted concerns with using a mesh implant in a potentially contaminated field, such as with this pt. Approximately two weeks prior to the explant procedure, the wound cultures tested negative for infection but the surgeon warranted removal of the mesh due to an implied foreign body reaction. During follow-up with the surgeon, the sales representative learned that this pt tested positive for staphylococcus epidermidis, however further details as to where the culture was taken from were not disclosed. Because the explant was not returned atrium in formalin, histological evaluation of the returned device could not be performed. The manufacturing records for this lot of v-patch were examined and no deviations were noted. Based on the information provided in the rga and the examination of the explants returned, there is no reason to conclude that the c-qur v-patch mesh device was the root cause of the infections in these cases.